Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. Device evaluation: examination of the returned device revealed that the needle was at 0atm. The device was prepped with 8ml of water and inflated. The gauge needle did not move. The unit was dismantled and no components were missing. The components were visually inspected and no anomaly was observed. The gauge o ring was intact and no anomaly was observed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, an inaccurate pressure reading occurred. During the procedure, the needle on the gauge of the encore inflation device wasn't moving. There was no indication as to what atms the pressure was increasing to. The procedure was completed with this device. No complications were reported and the patient's status is good.

Event description:
It was reported that during an unspecified treatment procedure, an inaccurate pressure reading occurred. During the procedure the needle on the gauge of the encore inflation device wasn't moving. There was no indication as to what atms the pressure was increasing to. The procedure was completed with this device. No complications were reported and the patient's status is good.